Event description:
It was reported that the pin of the pituitary was missing so that the jaw of the instrument could not work properly. No patient complications were reported.

Manufacturer narrative:
(B) (4). Device was returned to manufacturer for evaluation. The visual macroscopic exam shows that both jaws appear to be in good condition. Very minor damage can be seen on one side of both upper and lower jaws. The screw and pin connecting the dynamic shafts are missing. No damage was observed at the pin holes. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.